Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the cause of the event was unknown. They stated that they are not handling this on-site, and if the patient has already been seen, it appears the hospital staff have turned on the implant.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implant was suddenly turned off. When checked using the recharger app, it was found that the stimulation had been turned off. After trying various adjustments, it became unclear what should be done. There was no recollection of intentionally turning it off, nor any memory of the battery being allowed to run out. It was unknown what may have caused the event. It was explained that the device could switch from 'on' to 'off' due to factors like the safety mechanism. There was a consultation on (B)(6), and it seems they also discussed it with the physician, but nothing specific was mentioned. Therefore, they were asked to continue monitoring the situation as is. The issue was not resolved at the time of report. No symptoms were reported.